Manufacturer narrative:
Evaluation summary: at the visit on site a field service engineer (fse) performed user tests and flap cuts in test discs which all meet the requirements. The fse found no indication for a thicker flap cut. Device was not returned for evaluation. The log file review for the day of treatment ((B)(6) 2015) showed all treatments on that day were finished successfully without any error or warning message. The z-offset values for all treatments were within specifications. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. Additional information has been requested and received. Green sp1 software. The manufacturer internal reference number is: (B)(4).

Event description:
An opthalmic surgeon reported that postsurgical control of flap thickness of patient's right eye with optical coherence tomography (oct) was thicker than intended. No further issues reported, the following lasik procedure could be completed without complications. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: the application interface was returned to the manufacturing site. The inspection of the application interface revealed no issue which might have contributed to the reported event. An oct image was provided and reviewed. No user/application factor can be determined, which might have caused the thicker flap. As the customer performs many surgeries per month, and this was determined to be a rare complaint from this user, there is no indication for a systematic issue. The manufacturer internal reference number is: (B)(4).